Event description:
While attempting to activate safety shield, needle scraped phlebotomist's left thumb. Pt was infectious with hiv and hep. Follow-up with the clinic revealed phlebotomist attempted to recover non-pt end of blood collection set with rubber sleeve when she noted blood collection set was leaking. Clinic felt injury was caused by unsafe phlebotomist technique.